Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the quick coupling device was generating heat. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to manufacturing. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI (B)(4).

Event description:
It was reported from (B)(6) that during in-house engineering evaluation, it was determined that the bearing of the quick coupling device had seized, the device had component damage, the device could not secure the k-wire, and the device was generating heat. It was noted that when the device was dismantled, it was found that the bearing was installed in the wrong direction. It was further determined that the device failed pretest for check the tool coupling, and check holding power and lever geometry. It was noted that the test for untrue running could not be conducted. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.